Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter's display was damaged. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter stated the alleged issue began on the day she contacted lfs for assistance at approximately 5pm. The patient reportedly manages his diabetes with insulin pump therapy (unknown type and dose). The reporter claimed that a few minutes before the patient attempted a test with the subject meter he was experiencing symptoms of "weakness." The reporter denied that the patient received any treatment for his symptom. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there was no evidence of trauma or misuse. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (11/07/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.